Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully. The patient's condition was good during and post procedure.